Event description:
It was reported that the right ventricular lead dislodged due to the patient's anatomy. The physician also stated that the lead length was inadequate. A longer lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found.